Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to anterior abdomen, upper back and flanks on (B)(6) 2017 using cooladvantage coolcore, cooladvantage coolcurve+ and cooladvantage coolcurve+ applicators respectively who developed paradoxical hyperplasia in back bra rolls diagnosed on (B)(6) 2017 and in upper/lower abdomen and flanks diagnosed on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to anterior abdomen, upper back and flanks on (B)(6) 2017 using cooladvantage coolcore, cooladvantage coolcurve+ and cooladvantage coolcurve+ applicators respectively who developed paradoxical hyperplasia in back bra rolls diagnosed on (B)(6)2017 and in upper/lower abdomen and flanks diagnosed on (B)(6)-2017.

Manufacturer narrative:
Corrected data d1 - brand name.